Event description:
It was reported that the device was removed due to a location on the beltline which was irritating. Also, for every hr the device was used the pt reportedly had to charge that same time.

Manufacturer narrative:
(B)(4).